Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2017 with the following findings: investigation revealed that the display was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. This report is made based on results of investigation completed on 04/24/2017.